Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining lower than expected positive beta human chorionic gonadotropin (bhcg) result for one patient generated by unicel dxc 600i synchron access2 clinical system. The result was not reported out of the laboratory. The sample was repeated on the same unit and higher results within a different gestational category were obtained. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The bhcg sample was collected in a lihep plasma tube. Per customer, all four levels of the bhcg qc were within the customer's established ranges prior to and on the day of the event. On (B)(6) 2011, the customer performed routine system check which passed within instrument specifications. A bci field service engineer (fse) performed a routine system check and a high sensitivity system check. The high sensitivity system check failed due to a vacuum error. The fse flushed the vacuum pump and performed the vacuum diagnostic test; which passed within specifications. The fse repeated the high sensitivity system check which passed within instrument specifications. A definitive root cause has not been determined to date for this event.